Event description:
Device 1 of 2. (Refer to manufacturer's report number 1627487-2009-00129 for devices 2). The pt reported a loss of stimulation. It was observed that the pt's lead became disconnected from the extension. The physician decided to replace the extension with a longer extension. During the revision procedure and when disconnecting the lead from the extension, a deformity was noticed at the distal end of the lead. The physician was unable to insert the distal end of the lead into the new extension. The lead was explanted and replaced with a new lead.

Manufacturer narrative:
Device 1 of 2. (Refer to manufacturer's report number 1627487-2009-00129 for the evaluation of device 2).lead was visually examined and functionally tested. The device history and sterilization records were reviewed. Results: the lead passed continuity testing. All channels measured less than 4 ohms. As received channels 7 and 8 terminal end electrodes were damaged. There was a white material attached to channel 8 terminal end electrode, that appears to be plastic from the extension leader. The device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans refers to the pt's physician regarding medical history.